Manufacturer narrative:
Unk. The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter the connector type is either a taper I or taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan had not received the product at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding the model number or the serial number as it is unk to the facility.

Event description:
Healthcare professional reports "leakage at port". Leak noted on band tubing at the stainless steel connector.